Event description:
It was reported that undersensing and oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of oversensing and undersensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.